Event description:
It was reported that during an interventional procedure of the right common iliac artery via left femoral access, upon rounding the horn through a 6-french sheath, the stent on the over-the-wire, 8 mm x 39 mm x 80 cm, 0.035 omnilink elite dislodged from the balloon. A non-abbott 5-mm balloon was used to snare the stent. It was deployed into a healthy area of the left common iliac where the omnilink elite balloon was inserted and inflated. Another non-abbott stent was deployed in the right common iliac/right common femoral target lesion. There were no reported adverse patient effects and no clinically significant delay. No further information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Correction to (type), (common device name), and (PMA/510(k)#).

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned for investigation. Stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. In this case, it appears that the stent dislodgment appears to be due to resistance with the 6f sheath upon rounding the horn. It is possible that the bifurcation of common iliac over the horn was tight causing the stent to interact with the inner diameter of the 6f sheath and dislodge. A review of the lot history record did not reveal any non-conforming material record associated with this lot and there have been no other incidents reported for this lot. There is no indication to suggest a product quality deficiency. All stent delivery systems are visually inspected online for stent damage, stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. Additionally, a sampling of units is subjected to a stent movement test to verify stent security.